Event description:
A facility reported a locking mechanism issue on mayfield modified skull clamp (a1059). It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the manufacturing process and final device inspection ensures that non-conforming product is not released into the distribution chain. Evaluation shows that the lock had lateral and rotational movement. Worn components were replaced with new parts, and general maintenance performed. Root cause analysis - the reported complaint was confirmed via inspection of the unit. The lock was loose and had worn components replaced with new parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.